Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the sensor warm-up was completed and calibrated when a low glucose alert was displayed on the g5 mobile application, then the g5 mobile application returned to sensor warm-up. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.